Event description:
The info received via the study indicated that during the index stenting procedure in a severely tortuous and calcified lesion in the ostium of the left internal carotid, the pt experienced an ischemic stroke. The onset of the stroke was sudden and occurred during post-dilatation of the stent with a non-cordis balloon with the angioguard still in place. The recovery was partial, with major residual still remaining. There has been no intervention or treatment noted. The pt was discharged to rehab.

Manufacturer narrative:
The product was not returned for analysis. Per lake region report c 7,831: cordis corp reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, the company is unable to determine the exact cause for this incident. The company did review the device history records relative to the manufacturing, inspecting and packaging of lot 06405949, which corresponds to cordis lot number 70209537. This packaging lot contained 120 units, which were shipped from the company in 2009. The history records indicate this product was final inspection tested at the company facility and was determined to be acceptable. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Review of the adjudication minutes received for this patient on (B) (6) 2010 note that (during the index procedure) during post inflation of the stent, the patient had no flow in the internal carotid artery for 60-120 seconds and the filter basket was noted to be full of debris. General angiography showed no definite emboli. Verapamil was administered. Hypo-perfusion is a well known potential complication when using an embolic capture device. If the device becomes filled with debris, as it did in this case, blood flow can be significantly reduced, sometimes requiring medical intervention or removal/suctioning of the device. This does not represent a device malfunction.

Event description:
Boston scientific crm received information that during the implant procedure, the physician noted that no pacing therapy was delivered by this cardiac resynchronization therapy defibrillator (crt-d) after connecting the associated leads. The physicians disconnected and reconnected the atrial and right ventricular leads, then connected the double coil and the left ventricular lead. The physicians had set the crt-d to safety pacing in vvi while checking connections. They stopped this safety mode, and the defibrillator worked well in the triple chambers. Normal device operation was observed.